Event description:
IT WAS REPORTED THE CHOLEDOCHO VIDEOSCOPE INSERTION PART PEELED OFF. THE ISSUE OCCURRED DURING MAINTENANCE. THERE WAS NO PATIENT INVOLVEMENT.

Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to Olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation and previous investigations, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.